Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non-conformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra smart coil (smart coil) system include cerebral ischemic events and neurological deficits including cerebrovascular accident (cva) and are included in the labeling. Therefore, it was determined that the reported cerebrovascular accident was a potential complication related to the use of the smart coil system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-02100, 3005168196-2017-02101, 3005168196-2017-02102, 3005168196-2017-02103. The device was implanted in the patient.

Event description:
The patient underwent a coil embolization procedure on (B)(6) 2017 using five penumbra smart coils. Within two hours after the procedure, the patient experienced acute neurologic decline and became hemiparetic. The patient underwent an endovascular revascularization therapy (ert) with a successful thrombolysis for acute stroke therapy and recanalization of the right middle cerebral artery (mca), achieving tici grade 3 flow. This event was resolved on (B)(6) 2017. The cerebrovascular accident (cva) was adjudicated to be a serious adverse event with a definite relationship to the disease state, a definite relationship to the procedure, and a probable relationship to the smart coil system.